Event description:
The customer contact reported the device power cord caught on fire while the device was plugged in. No one was hurt. There was no adverse event, no critical delay in therapy and no need for medical intervention. No additional information was provided.

Manufacturer narrative:
The device not returned, therefore, a probable cause could not be determined.

Event description:
The customer contact reported the device power cord caught on fire while the device was plugged in. No one was hurt. There was no adverse event, no critical delay in therapy and no need for medical intervention. No additional information was provided.